Event description:
Spacelabs received a report that a central station monitor failed to generate audio alarm for ventricular tachycardia (v-tac).

Manufacturer narrative:
Spacelabs has requested a field service engineer (fse) to investigate the issue onsite. An engineer is also evaluating the retrospective data provided by the customer. Our investigation is underway. We will file a supplemental report when our investigation is concluded.

Manufacturer narrative:
The customer stated that the telemetry central monitor displayed a ventricular tachycardia but no alarm sound came from the central. According to the customer, in the same patient, a ventricular fibrillation (v-fib) did not alarm at 3:56 am on (B)(6) 2014. No one was injured as a result of this event. Spacelabs sent a field service engineer (fse) to evaluate the device onsite and obtain additional information from the clinical staff. Onsite functional testing was not performed by the fse as the customer did not allow it. We reviewed the full disclosure (ics) database and a patient¿s ECG strip that were provided by the customer. The data indicates the patient had a rate responsive pacemaker. There was a record of a high-priority alarm event at 3:55:56 am on (B)(6) 2014. The alarm event was identified as a ventricular fibrillation (v-fib). Alarm duration was 18 seconds. Following this alarm event, from 3:56:14 am through 4:21:50 am, there were more alarm events present in the ics database including three ventricular fibrillation (v-fib) alarm events, two ventricular tachycardia (v-tach) alarm events and nine high heart rate alarm events. The conclusion of the data review is that the monitor system recognized alarm situations appropriately. The ¿on/off¿ controls for alarm tones are user adjustable. We were unable to verify the settings as these settings are not retained after the telemetry central monitor is turned off. This information was not recorded at the time of the event nor is it possible to infer this information based on the standard monitor configuration. If the settings for these controls were set to ¿off¿ at the time of the reported event, the monitoring system would not have provided an audible alarm notification. Although it is potentially possible, we find it unlikely that an audible alarm for this event was not generated at the telemetry central monitor. This type of system behavior has not been observed in any previous testing of our central monitors nor were we able to recreate this scenario during the present investigation. In conclusion, we are unable to identify any technical problems that would have resulted in a failure of the alarm audio, and cannot conclusively determine the cause of the reported failure. This report is considered final and the issue closed.

Event description:
Spacelabs received a report that a telemetry central monitor failed to generate an audio alarm for ventricular tachycardia (v-tach).